Manufacturer narrative:
This event occurred outside the u.s where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient was deceased. The death was classified as non-sudden cardiac death due to refractory global heart failure. The patient developed severe dyspnea and confusion and was admitted to the hospital with hypotension, pulmonary rales and low oxygenation saturation. The patient was treated with an intravenous dobutamine infusion and oxygenation. A few hours later, the patient went into cardiac arrest due to asystole with no response to CPR maneuvers. Information was obtained from the patient's spouse that there were no arrhythmias. The patient was enrolled in the (B)(6) study. The death event was adjudicated as unknown relationship to the device and right ventricular (rv) lead. No further information is available.